Manufacturer narrative:
The investigation is ongoing. Results of the analysis will be provided to the follow-up report.

Event description:
An arjo representative observed that the citadel plus side rail panel was detached from the side rail mechanism. No patient was involved when the issue was detected. No injury was reported.

Manufacturer narrative:
An arjo representative observed that the citadel plus side rail panel was detached from the side rail mechanism. No patient was involved when the issue was detected. No injury was reported. The review of post-market surveillance data and the investigation carried out at the manufacturer site revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is line with the side rail condition (it was mechanically damaged). The inspection of the device revealed that the screws holding the side rail panel to the side rail mechanism were pulled out. The technician established that this damaged occurred when the patient loaded the side rail (the patient was pushing himself up in the bed). According to citadel plus instruction for use (831.374): the operation of the side rails should be checked daily by the device owner. If the malfunction is identified, arjo or approved service agent should be contacted. To conclude, the side rail was damaged and from that perspective the citadel plus bed did not meet the performance specification. The bed was in use when the malfunction occurred. No injury was reported. The complaint was decided to be reportable due to the side rail detachment.